Event description:
It was reported via repair work order that the foot end brakes will not engage due to damaged brake cam and damaged brake adjuster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.